Event description:
Report rec'd indicated that, during a percutaneous transluminal angioplasty to the common iliac artery the balloon burst. No anomalies were noted during product inspection and preparation prior to use. The product was prepped according to the instructions for use (IFU). The lesion was calcified. An indeflator was use for inflating balloon, however, the report indicated that at about 4 atm the balloon ruptured. There was no balloon leakage observed. There was no separation of any balloon part, no vessel dissection or deflation difficulty reported. The balloon was withdrawn without difficulty and exchanged for another balloon to end procedure successfully. There was no adverse consequence to the pt. This product has been returned for evaluation and testing, however, the engineer's report is not yet complete. Add'l info will be sent within 30 days upon receipt.